Event description:
One month after implant, it was discovered thru a dye study that the newly implanted catheter had migrated out of the intrathecal space. The catheter was revised on (B)(6) 2010. At the time of the revision, the physician was able to remove the old catheter segment; the physician felt that the mass had decreased in size enough that enabled him to remove the old fragment (see manufacturer's report # 3007566237-2010-04397). The pt recovered and was "doing well".

Manufacturer narrative:
(B)(4).